Event description:
Reporter indicated that vns pt has not felt normal mode or magnet mode stimulation for approx three weeks and that pt was seen in hosp emergency room due to seizures. It was reported that the pt experienced four seizures on the night that pt went to the emergency room. The pt has made several attempts to contact their treating neurologist with no success. On-call physician instructed the pt to go to a different hosp that is experienced in treating vns pts, but that hosp is a greater distance away from the pt's home and transportation was not readily avail.